Manufacturer narrative:
Taper ii. The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the implant date provided by the reported the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. The reporter of the event was asked to return the product for analysis. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Band restriction issue, unsatisfactory weight loss, and reflux are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. No additional info has been reported to allergan regarding the serial number or model number. Inadequate weight loss and vomiting are addressed in the labeling. Allergan does not guarantee that every pt will achieve desired weight loss.

Event description:
Healthcare professional reported a lap-band port for which the pt "came in regularly for fills, get good adjustment, but then would call back either too loose or had really bad reflux" and for which the healthcare professional "couldn't seem to get the pt adjusted correctly" first noticed when the pt began experiencing either reflux or too little restriction after fills. The lap-band port was removed and replaced along with the accompanying lap-band sys.